Event description:
After an angiogram, the physician went to remove the shuttle sheath from the right femoral artery, there was a lot of scar tissue in the right groin from previous angiograms and the introducer then became unraveled at the level of common iliac artery. The outside of the intro had torn and would not come back further at this point. There still remained the coil connected to the sheath in the common iliac artery. The physician then accessed the left common femoral artery sizing up to an 11 french sheath. He then used a variety of snares, finally snaring out the 6 french sheath from the contralateral leg, and was pulled through the arteriotomy on the left common femoral artery.